Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the procedure, the stapling reload was not able to be fired. The patient outcome is alive, no injury.